Manufacturer narrative:
The single-use device (implant) was deployed under normal conditions. The physician stated he does not believe the procedure contributed to the patient's death; however, neotract is submitting MDR out of an abundance of caution.

Event description:
On (B)(4) 2019, neotract was informed of an (B)(6) patient that underwent prostatic urethral lift (pul) procedure without complications on (B)(6) 2019. The patient had some difficulty urinating post procedure; however, he was able to urinate prior to release. The patient was sent home without a catheter. On (B)(6) 2019, the patient expired at home. Official cause of death from death certificate was not provided and the family declined an autopsy. The physician stated he does not believe the procedure contributed to the patient's death.